Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she noticed the box of tampons had strings detached prior to use. Multiple attempts have been made to obtain further information, however no further information has been received.